Event description:
It was reported the device exhibited a "not latching cassette" issue. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a broken battery door, and a scratched lcd lens. There was no evidence of the reported problem in the device¿s event history log. Functional testing was conducted. Upon review, the reported problem was duplicated. The root cause was not established. The latch lock was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.